Event description:
The customer reported that there were no images on the 7700 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an onsite investigation and worked on the x-ray tube. No conclusion can be drawn as additional repair info is unavailable.